Event description:
It was reported to nova biomedical that a consumer continued to administer insulin based on multiple high readings on their blood glucose meter. The consumer subsequently went to the hospital with high results and pressure in her chest. The consumer was admitted to the hospital and treated for hyperglycemia. During the call to customer support, it was revealed that the consumer did control solution test her test strips for integrity before use as instructed in our directions for use and the test strips was determined to be in range. This is being reported as an adverse event under the FDA medwatch regulations. The meter and test strips in question will be returned for eval because, this is a medwatch report.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.